Event description:
The advocate called for help with the customer's contour meter. She performed control tests and received a result of 217 mg/l. The normal control range was 110-151 mg/dl. No adverse events were alleged. The advocate used the last of the test strips while troubleshooting. No product will be returned for evaluation.